Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue of grips not matching to receive arm swap. Fse calibrated grips on both surgeon side consoles (ssc) to the resolve issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to improper customer setup. Based on fse field evaluation, the system issue was due to a calibration issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when performing the give/take function between surgeon side consoles (ssc), the instrument on one of the arms did not respond. The user had to reseat the instrument to make the instrument respond. There were no errors displayed. The surgeon was prompted to "follow on master grips" after the swap, however, one instrument failed to respond. The issue was escalated to intuitive field service. The procedure was being completed as planned, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the procedure was completed by using a backup surgeon side console.